Manufacturer narrative:
The lens has been returned to bausch + lomb and is currently under evaluation. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was explanted approximately six months post lens implant due to intractable glare. The surgeon successfully implanted another lens, different model. Add'l info has been requested.